Event description:
Further follow-up indicated that the extension was replaced not lead as previous reported.

Event description:
It was reported during an dbs implant procedure one lead had low impedance readings. Upon analysis of the returned lead identified an electrical short between channels 5 and 6.